Manufacturer narrative:
Patient's death date updated. Additional information received. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. There is no product available for investigation. The heartmate ii lvas instruction for use lists stroke, bleeding, and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, it was reported the cause of death was a intracranial hemorrhage due to a mechanical fall. The patient's death was not considered to be device related. The account detailed the patient's death date was (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Approximate age of device (age of device:7 years, 2 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that during the 90 day patient updates, it was discovered that the patient had expired. The date of expiration is unknown, therefore, expiration date assigned to first date of month. Additional information was requested but not provided.